Event description:
Related manufacturing reference number: 2017865-2023-11819. It was reported that the patient presented for a generator replacement procedure. Upon interrogation, it was noted that the right atrial lead and right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition.